Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. The investigation is inconclusive for the alleged perforation of the ivc wall. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that at some time post vena cava filter deployment (date not provided); allegedly, some filter limbs perforated the ivc wall, extravasation reported in the pancreaticoduodenal arcade. It is unknown if the filter was removed. No additional medical information surrounding this event has been provided. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient had a vena cava filter deployed successfully for history of dvt and pending surgery. Approximately two weeks later a total right knee arthroplasty surgery was performed successfully. Approximately 19 months post filter deployment the patient was admitted for abdominal pain. CT scan performed demonstrated extravasation of blood near the pancreas, an arterial bleed was identified. CT scan also identified three filter limbs perforating the ivc, no extravasation was identified. Three days later a vascular procedure was performed for bleeding of the pancreaticoduodenal arcade. Successfully embolization of the pseudoaneurysm in the pancreas was performed. Based on the CT findings of three filter limbs perforating the ivc wall, the filter was successfully captured and retrieved without incident. The patient was hemodynamically stable at the conclusion of the procedure. Conclusion: the medical records allege a CT scan demonstrated three limbs perforating the ivc. No extravasation was reported. Allegedly, the filter was retrieved successfully using a snare. Based on the medical record review, limb perforation with no extravasation can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. (B)(4).

Event description:
New information received: it was reported by the patient that a vena cava filter was deployed for status post dvt/pe and in conjunction with or before an orthopedic procedure. The filter was allegedly retrieved percutaneously successfully due to filter limb perforation and bleeding. Based on a review of the medical records received, it was reported that a vena cava filter was successfully deployed for history of dvt and pending knee surgery. Approximate 19 months post filter deployment patient was admitted to a hospital for abdominal pain, a CT scan performed demonstrated arterial bleeding around the pancreas. The CT scan also demonstrated three filter limbs perforating the ivc wall. The pancreaticoduodenal arcade was embolized to stop the bleeding in the pancreas. Three days post embolization of the pancreas; the vena cava filter was successfully captured and retrieved without incident. The patient was hemodynamically stable at the conclusion the procedure.